Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record database for the reported lot could not be performed as the lot number and part number are unknown. Based on the available information from the article the cause for the reported thrombus appears to be procedural conditions. The reported mitral stenosis (ms) is a cascading effect of the reported thrombus. Thrombus and ms are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported medication, hospitalization and medical interventions are results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Date of event, implant date: dates estimated. Attachment: article titled, "newly developed spontaneous echocardiographic contrast as a potential marker of intracardiac thrombus formation after a transcatheter edge-to-edge mitral valve repair."

Event description:
This is filed to report mitral stenosis and thrombus requiring intervention. It was reported in an article that the patient underwent transcatheter edge-to-edge repair (teer) to treat severe functional mitral regurgitation (mr). A mitraclip xt was successfully implanted at the a2/p2 segment of the mitral valve, and the mr improved to a mild status. However, a spontaneous echocardiographic contrast (sec) and a newly developed sludge in the left atrial appendage were observed, even after controlling the activated clotting time within the recommended range of 300¿350s. Post procedure, a blunted pulmonary venous flow persisted, and the mean left atrial pressure increased to 18mmhg suggesting relative mitral stenosis. Transthoracic echocardiography (tte) performed 5 days post procedure confirmed a large thrombus attached to the iatrogenic atrial septal defect (asd). The patient was initiated on strengthened anticoagulation therapy with continuous intravenous infusion of unfractionated heparin and subsequent increasing oral anticoagulant (oac). The thrombus disappeared 1 week later, and the patient was discharged without any neurological abnormalities. The article concluded that post-teer sec in relative iatrogenic mitral stenosis may have been associated with a sub-acute thrombus attached to an iatrogenic asd. A newly developed post-teer sec could be a potential marker of intracardiac thrombus formation. Details are listed in the attached article titled, ¿newly developed spontaneous echocardiographic contrast as a potential marker of intracardiac thrombus formation after a transcatheter edge-to-edge mitral valve repair¿. No additional information was provided.